Event description:
It was reported that the drive support cap was sticking out. No further information reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip, a missing end cap sticker, and a protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.